Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged cosmetic damage at the serial number, defective pump, and was hospitalized for high bgs. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0879 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit passed tone check and vibrate check on self test. Selected audio & vibrate on audio options. Toggled on/off and increased/decreased volume with the audio feature functioning properly with vibrate alert. No audio/vibrate/absence of alarm anomalies noted during testing. Pump was returned for pump error 4 on a related svn. History file analysis confirmed pump error 4 on (B)(6) 2020 at 5:37am followed by pump error 15 on (B)(6) 2021 at 5:37am. No missing serial number label or missing end cap address label noted. No damage noted on the end cap address label. The test p-cap and reservoir does lock in place in the reservoir compartment. Unit had faded/peeling serial number label, minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. Cosmetic damage was confirmed where faded/peeling serial number label was noted. Unable to verify customer alleged for high bgs. Pump error 15 alarm (linenumber = 213 ; filenumber = 30) and pump error 4 alarm confirmed in the formatted history file due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with the blood glucose up in the 500 mg/dl. Customer stated that they can hear the clicks then pauses when administering insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0879 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device passed tone check and vibrate check on self test. Selected audio & vibrate on audio options. Toggled on or off and increased or decreased volume with the audio feature functioning properly with vibrate alert. No audio or vibrate or absence of alarm anomalies noted during testing. Device was returned for pump error 4 on a related svn. History file analysis confirmed pump error 4 followed by pump error 15, problem isolated to the electronic assembly. Device uploaded properly using carelink. No missing serial number label or missing end cap address label noted. No damage noted on the end cap address label. Device had faded or peeling serial number label, minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that they were experiencing hyperglycemia on an unknown date. The customer reported his blood glucose values were in the 500 mg/dl range. The customer stated he was able to treat the hyperglycemia at home with manual injections. Customer also stated that they can hear the clicks and then pauses when administering insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The description summary has been updated which is provided in b5 section of this report.